Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please request the following additional information: why does the surgeon believe this is an allergy to mesh, since the mesh is still implanted? Surgeon thought it maybe related to mesh.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Why does the surgeon believe this is an allergy to mesh, since the mesh is still implanted?

Event description:
It was reported that the patient underwent an inguinal hernia surgery on (B)(6) 2017 and the mesh was implanted. On (B)(6) 2017, the wound appeared red, swollen, itchy and with exudation. The doctor opined that it is possible due to mesh implantation. The patient was treated with oral medicine. It was also reported that three days later, the patient did not complain again. Additional information has been requested.